Event description:
The facility reported an infusion pump with failure code 570. The event was reported to have occurred during pt use. No pt injury or medical intervention had been reported related to the device.